Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿if you start to program a bolus but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent incomplete bolus alerts occurred. Reportedly, the customer navigated to the bolus screen and did not exit the screen within 90 seconds. The customer's blood glucose (bg) levels were over 240 mg/dl. The bg level was addressed with a manual injection and a bolus. Tandem's technical support recommended for the customer to exit the bolus menu within 90 seconds or to finish delivering a bolus to prevent the incomplete bolus alert from occurring.